Event description:
Premature infant coded at delivery. Attempted to use a masimo radical pulse oximeter during a delivery room resuscitation of a premature infant. The sensor plugs 2 ways into the sensor cable, but only works in one direction. It was not until about 10 minutes into the resuscitation that the team realized the sensor was plugged in upside down. This has happened before, and we have previously reported it to the MFR. This was human error, not a malfunction, but a better design would prevent the problem in the first place.